Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on the second to the last firing through the stomach, there was a poor staple formation and the staple line did not create the needed hemostasis and this required the patient to be brought back to or to have the line oversewn. The issue created an additional operation and extended hospital stay.